Manufacturer narrative:
(B)(4). Batch # unk . Additional information requested and received: what were the indications for surgery? The indication was sleeve gastrectomy. Were there any issues noted with staple formation in primary procedure? Not at all, it was perfect. How did the patient symptoms present? 6/7 days after primary surgery when the patient came back with fever, pain, tachychardy! Was buttressing material used? Only evicel. Where on the staple line did the leak occur? Upper part of the staple line. What color cartridge was used in area of leak? Gold and blue. How was the leak addressed? Redo surgery, peritoneal toilet and drains in place. What is the current patient status? Alive but hospitalised.

Event description:
It was reported that after a gastrectomy procedure, there was gastric fistula. The female patient was operated on (B)(6) by dr. (B)(6) and intervention went very well without any problems. The surgeon used: - 2 (B)(4), lot n4l35a; 2 (B)(4), lot n4l62g; 2 (B)(4), lot n4l56a; 1 (B)(4), lot n4l152. The patient was readmitted on (B)(6): re-intervention and discovery of a hole on the top of staple line. To date, prognosis of the patient is now unknown.

Manufacturer narrative:
(B)(4). Additional information received: the surgeon uses gst60g on all firings with no buttressing material. There were no issues with staple formation during procedure. The leak was noted to have occurred in location of last firing. The surgeon does perform leak test which passed and also waits 15 seconds prior to firing.

Manufacturer narrative:
(B)(4). Additional information received: the procedure was performed without difficulty. The surgeon has a user¿s experience of more than 250 sleeves procedures. Patient had a bmi above (B)(6) and suffered from obstructive sleep apnea, else no specific medical history known. No immediate post-op complications noted: radiology checks done the day after surgery showed that the staples lines were ok, with no signs of leak. However, the patient underwent a new surgery at day 8 post-op due to fistula and had to stay several days in the hospital. The patient was seen again few months from the initial procedure and he/she is doing well.